Manufacturer narrative:
The reported field event of material in the set screw and being unable to engage the set screw was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the issue was traced to procedural damage caused by the user.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure. During the procedure, the physician had difficulty engaging the screwdriver with the ventricular set screw. The physician then removed the plastic gasket sealer around the set screw, but the screwdriver sill would not engage. The physician then used a pin to clean out any potential debris and was able to unscrew the lead. The device was replaced successfully. The patient was discharged.